Manufacturer narrative:
Additional information has been updated related to event which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 with unknown blood glucose value. Customer stated that she had blood glucose over 300 mg/dl for about 3 days in a row and then she was passed out and was taken to the hospital. Customer have manual injection and tried but could not get blood glucose down in the 3 days. The customer was treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The social worker reported via phone call that the customer experienced diabetic ketoacidosis due to set. The customer had problem with serter. No information about the treatment and symptoms was provided. The insulin pump will not be returned for analysis.